Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system used. (B)(4).

Event description:
Reporter alleged obtaining a result of 200 mg/dl on the advantage system compared back to back with a result of 88 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.